Manufacturer narrative:
The reported complaint was confirmed via data log review and photos of the message. Multiple diligence attempts for part return were unsuccessful so no further root cause analysis or evaluation could be completed. Per data log review: the log indicated the central control monitor (ccm) froze at 11:11:57 am on 16aug2021. The log confirmed the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the arterial head stopped operating through the ccm monitor and the message displayed on the arterial head display. While reviewing the equipment the next day, the message was no longer present. The log history was collected and a match could been seen in the history of the local area network/interface board (lan/if) card, the power board and the headers. In all the cases they indicated an event that occurred at 11:11am. The arterial head was exchanged and reassigned in the perfusion program. Testing was performed and the message did not appear. The equipment remained working.

Event description:
It was reported that during use of the device for a double outlet right ventricle (dorv) plus glenn procedure, the central control monitor (ccm) disconnected displaying a 'monitor disconnected' message on the display of the arterial pump. As mitigation, the team proceeded with manual controls. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2021, the team at the user facility in mexico experienced a problem with the heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the arterial roller pump local display gave a message of 'monitor disconnected' and the pump stopped operating through the central control monitor (ccm) module, but retained local control. The procedure was completed successfully, with no blood loss, no delay and no change-out.